Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/05/2024, it was reported by a facility representative via (B)(4) that an ar-9236-03pp universe vaultlock glenoid trial central peg broke during trialing. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-9236-03pp serial/batch number s624tg000 was received for investigation. No functional test was performed because the damage to the device will prevent it from working as intended. Visual evaluation noted that the central peg was broken off. Cuts and damage were observed on the material of the device. A user error is the most likely cause(s) for the reported and observed failure: excessive use of force in placing or fastening the device.